Event description:
It was reported that during the initial implant procedure, dislodgment of the right ventricle (rv) lead was observed. The rv lead was repositioned, however, low pacing impedance and r-wave amplitude variation was noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.